Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that paddle cannot be detected. Patient involvement information remains unknown. The customer called and spoke with a philips representative. The customer requested just a replacement external paddle with no engineer evaluation. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer called and spoke with a philips representative. The customer requested just a replacement external paddle with no engineer evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.